Event description:
The facility representative reported a flogard infusion pump that "does not turn on". It is unknown when this condition occurred in the general patient ward. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of "does not turn on" was confirmed as a battery issue during evaluation. Service determined that the cause was due to defective batteries, which were replaced to resolve the issue